Event description:
The facility administrator (fa) from a hemodialysis (hd) user clinic reported that a combiset blood leak occurred towards the end of a patient¿s hd treatment. There were no machine alarms. Blood was observed leaking externally from the arterial line just past the blood pump, underneath the red attachment piece on the line. There was no obvious damage or defect noted at the leak location. There were no known loose connections, and there was no leaking during the prime. After noticing the leak, the patient¿s blood was returned. Blood loss due to the leak was minimal; estimated blood loss (ebl) was less than 10 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was not re-setup with new supplies and did not complete their treatment. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. As the sample was being disinfected and prepared for analysis, a leak was found between the red ¿t¿ connector and the arterial main line. During visual inspection under a microscope, a blue dye test was performed which revealed there was a separation between the red ¿t¿ connector port and the main line. No other problems or abnormalities were identified during the evaluation. The observed defect may be attributed to improper assembly during the manufacturing process, with several potential contributing factors. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported issue was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user clinic reported that a combiset blood leak occurred towards the end of a patient¿s hd treatment. There were no machine alarms. Blood was observed leaking externally from the arterial line just past the blood pump, underneath the red attachment piece on the line. There was no obvious damage or defect noted at the leak location. There were no known loose connections, and there was no leaking during the prime. After noticing the leak, the patient¿s blood was returned. Blood loss due to the leak was minimal; estimated blood loss (ebl) was less than 10 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was not re-setup with new supplies and did not complete their treatment. The sample was confirmed to be available to be returned for manufacturer evaluation.